Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced discomfort and pain at the ipg site. In turn, surgical intervention was undertaken on (B)(6) 2022 wherein the ipg pocket was repositioned higher to a more comforatble spot, resolving the issue.

Manufacturer narrative:
Correction b5: additional information received reports patient's discomfort had not resolved, and that the patient underwent surgical intervention in which the ipg was explanted and replaced.

Event description:
Related manufacturer report number: 1627487-2022-04554 additional information received reports patient's discomfort had not resolved, and that the patient underwent surgical intervention in which the entire system was explanted and replaced.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.